Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 lead implanted: 2010 (B)(6). (B)(4).

Event description:
The patient reported that the right atrial lead had fractured. Reprogramming was performed to electrically inactivate the lead. The lead remains in the patient. No patient complications have been reported as a result of this event.